Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On 03/04/2024, infutronix received a report that a pump "pump - acts like it is running but is not infusing and pump is not dispensing medication". The infusion cannot resume without causing delay in treatment. No patient harm. Requested device to be returned.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. Evaluation of the returned device was completed on (B)(6) 2024: the pump was tested with the testing protocol for infusion flow rate accuracy. The pump's event log was pulled as part of the investigation to highlight any irregularities that may highlight the pump malfunctioning. Upon review it was noted that there are 34 counts of the upstream occlusion code in the event log. The pump was set to run at a rate of 0.8 ml per hour and a vtbi of 50 ml, since the end user's library prevents an infusion larger than 50 ml from being ran. The initial bottle weight was recorded at 97.775 g before the infusion, and the final bottle weight was measured at 147.135 g after the infusion, which has a total infusion weight of 49.35 g and a deviation of -1.3%. The pump is in range and is performing to specification, falling in the +- 5% range. Upon further investigation there were no loose connections or components inside of the device. Functional testing did not confirm the reported condition, passing the flow rate test successfully. Reported issue not found, device does not meet specification. A CAPA has been opened in order to fully investigate and address the root cause of the reported event.